Manufacturer narrative:
The device was received for evaluation. During visual inspection fluid was observed inside the zip lock bag; however, no visual signs of a leak were observed. Functional testing was performed and revealed a leak from the spike port cap. The reported condition was verified. The cause of the condition was determined to be due to a lack of cyclohexanone when the connector was inserted into the spike port tubing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250ml eva total parenteral nutrition bag was leaking above the spike. The leak was discovered before use. There was no patient involvement. No additional information is available.